Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving the battery out limit alarms and low battery alarms on the insulin pump. The customer also received a blank display on the insulin pump. The customer's blood glucose was 96 mg/dl. Troubleshooting was done. Instructed the customer to insert a new battery. The customer received another failed battery test alarm as well as a blank display afterwards. The customer stated that the battery compartment was damaged due to a crack along the threading of the battery compartment. The customer confirmed that the spring was not damaged or corroded. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.